Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression") and tooth disorder ("dental issues"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, depression and tooth disorder outcome was unknown. The reporter considered depression, device dislocation and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression") and tooth disorder ("dental issues"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, depression and tooth disorder outcome was unknown. The reporter considered depression, device dislocation and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant/migration of essure device location of device: uterus") in a 32-year-old female patient who had essure (batch no. Ess305 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical spinal stenosis, postpartum depression, obesity, nerve injury, distended blood vessels, residual pain, infection, numbness, abnormal scarring, excessive menstruation, feeling sad, dysfunctional uterine bleeding, oligomenorrhea, menometrorrhagia, perineal pain, abdominal pain, peripheral swelling, muscle ache, anxiety and adenomyosis. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced depression ("depression"), tooth disorder ("dental issues"), abdominal pain lower ("lower stomach pain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, depression, tooth disorder, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, fatigue and arthralgia outcome was unknown and the abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, depression, device expulsion, dyspareunia, fatigue, headache, menorrhagia, migraine, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : depression, pelvic pain, menorrhagia, migraine, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received, reporters added, aka added, patient demographic updated, lot number added, event added- abnormal bleeding (vaginal, menorrhagia), migraines , headaches, dyspareunia, fatigue, abdominal pain lower, back pain, arthralgia. Events onset date and severity added. Outcome of the event back pain and lower stomach area were updated, medical history and lab data added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant/migration of essure device location of device: uterus") in a 32-year-old female patient who had essure (batch no. 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical spinal stenosis, postpartum depression, obesity, nerve injury, distended blood vessels, residual pain, infection, numbness, abnormal scarring, excessive menstruation, feeling sad, dysfunctional uterine bleeding, oligomenorrhea, menometrorrhagia, perineal pain, abdominal pain, peripheral swelling, muscle ache, anxiety and adenomyosis. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced depression ("depression"), tooth disorder ("dental issues"), abdominal pain lower ("lower stomach pain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, depression, tooth disorder, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, fatigue and arthralgia outcome was unknown and the abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, depression, device expulsion, dyspareunia, fatigue, headache, menorrhagia, migraine, tooth disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : depression, pelvic pain, menorrhagia, migraine, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/migration of essure device location of device: uterus') in a 32-year-old female patient who had essure (batch no. 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical spinal stenosis, postpartum depression, obesity, nerve injury, distended blood vessels, residual pain, infection, numbness, abnormal scarring, excessive menstruation, feeling sad, dysfunctional uterine bleeding, oligomenorrhea, menometrorrhagia, perineal pain, abdominal pain, peripheral swelling, muscle ache, anxiety and adenomyosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced depression ("depression"), tooth fracture ("dental problems- teeth are crumbling"), abdominal pain lower ("lower stomach pain"), back pain ("back pain"), arthralgia ("joint pain") and abdominal pain ("abdominal pain"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, depression, tooth fracture, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, fatigue and arthralgia outcome was unknown and the abdominal pain lower, back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, device expulsion, dyspareunia, fatigue, headache, menorrhagia, migraine, tooth fracture and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - in may 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : depression, pelvic pain, menorrhagia, migraine, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : patient demographic added, event added- abdominal pain. Event tooth disorder is updated to tooth fracture. Events onset date added, severity added and outcome updated. Treatment drug added, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.